Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5.1 had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failure occurred due to misaligned drawer rails. The field service engineer adjusted the drawer rails and performed functional tests in the medication application and hardware test application (hta) to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.